Manufacturer narrative:
Investigation summary: our quality engineer was able to verify the reported complaint. The team inspected customer return sample and verified a crack on barrel which shows that impact force had an act on barrel which causes damage on barrel. The team inspected suspected location on assembly & packaging machine where damage could have occurred. No suspected areas had been found in plant. The assembly machine has an online leak detection system which was found working in place. Thirty-six samples prepared by intentionally generating crack on barrel similar to the returned sample were put in barrel feeder on assembly machine to check integrity of leak detection system at the main assembly dial. All 36 samples were rejected on the machine. Also, during in process quality checks no such defect was observed. DHR not reviewed due to unavailability of manufacturing lot number. There is chance of damage product during transportation & storage as well after dispatch. The unit package of product might have got collapsed and pressed due to external impact force of some other material stored above, causing stress / pressure on barrel and resulting in crack on syringe. However, team continues to monitor the defect and take appropriate action if observed during manufacturing process inside plant. The exact root cause is not identified. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that a bd emerald¿ luer slip syringe with needle had a cracked barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that a bd emerald¿ luer slip syringe with needle had a cracked barrel. There was no report of exposure, serious injury or medical intervention.